Event description:
It was reported by the ventricular assist device (vad) manager the while listening to very loud music at home, the patient didn't hear any alarms but became lightheaded. She looked at controller and had red alarm and changed the controller immediately and the lightheadedness went away. She further reported that when changing the controller she saw two (2) yellow lights on controller before changing it. She stated she went to same power source when she changed controller and it initiated the pump running with no issues since she changed the controller. She changed the controller to resolve the critical battery alarm. She went to the clinic and a review of the log history confirmed a critical battery alarm. The battery charge was not <10% at the time of the alarm. The battery was taken out of service. This is two of two reports submitted for devices related to the same event.

Manufacturer narrative:
The battery has been returned to the manufacturer with completion of analysis pending. The controller has not been returned to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00647 and 3007042319-2015-00648) submitted for devices related to the same event. Battery received on 4/3/2015.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.